Event description:
After a knee procedure, chondroplasty, a small piece of the tip of the ablator was noted to be missing. The piece was not found and believed to still be in the patient. The surgeon prescribed antibiotics. The device will not be returned. It is reported that the patient is fine. It is also reported that "the surgeon may have damaged the device during the procedure, and therefore, the surgeon has no complaint with our device'. No other information could be obtained.

Manufacturer narrative:
Device discarded and broken tip was left in patient. Evaluation results: no product returned, therefore, unable to verify the reported problem. Several variables may contribute to this failure including, user error, technique, physical damage and generator settings. Product insert with instructions sent. In-service to be provided.